Event description:
It was reported that the surgeon was having difficulty loading a micl12.6 implantable collamer lens and it was inserted upside down. The incision was enlarged to remove the lens and a suture closed the wound. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that the optic was torn and there was a clear surgical residue on the lens.